Event description:
The account alleges the bed is not alarming when a pt exits the bed. No pt injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.